Event description:
It was reported that the track belt was detached and could potentially cause an unstable chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.